Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: when the device was activated, the surgeon¿s hand was shocked. He reported a spark from the device. Complaint device details: product code (cfn): ps100-102 serial: (B)(4) testing performed: visual inspection: packaging: generator was returned in an approved mae box with proper foam protection. The packaging did not appear to have sustained damage during transit. External visual: there was no evidence of external defects to the generator. Internal visual: there was no evidence of internal defects to the generator. Functional inspection of generator related to reported issue(s): test(s) performed in accordance with reported issue: safety test, functional test, and power output test using the pulsar 2 pm form - pearson method are measurements within specification?: yes. Equipment used for testing: 7214, 6327, 6328, ps200-040, 90-1520, 562, 577, 578 results of each test performed: generator passed all safety tests, and all power outputs are within specification. Describe defect found and impact to functionality: no defects found during safety tests, functional tests or power output tests. Describe resolution of defect (fix): no repairs necessary were there additional failures found? No slhr review: no prior service history investigation conclusion: the reported issue was not confirmed. Reference documents: complaint analysis-generators-work instructions 42-10-1119 rev b pulsar 2 service process instructions 61-10-5631 rev g patient and surgeon information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the case, upon activation on the plasmablade device, the surgeons hand was shocked. The surgeon also reported a spark from the device. No interventions were needed and there was no harm to the patient.

Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the case, upon activation on the plasmablade device, the surgeons hand was shocked. The surgeon also reported a spark from the device. No interventions were needed and there was no harm to the patient.